Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose monitor stopped working after the ilet display was found set to dexcom g6 rather than g7, which led to loss of cgm connectivity and required placement of a new g7 sensor and resumption of insulin as usual. Symptoms included hyperglycemia with a reported highest glucose of 216 mg/dl and no associated symptoms. Outcomes included no alerts, no ketone testing, no medical intervention, and no assistance required. Investigation included agent review of device settings and retrieval of system logs for analysis. Investigation of this case revealed a pairing or configuration mismatch that prevented proper communication between the ilet and the g7 sensor, consistent with pairing failure without a responsible device identified. It was concluded, based on previously established findings for similar reports, that the cause was user configuration error.